Manufacturer narrative:
The insulin pump was received with frozen display followed by an unexpected constant audio tone due to moisture damage at electronic assembly. The pump was unable to perform displacement test and verify button function due to frozen screen. The pump was received with cracked reservoir tube lip, minor scratched display window and cracked case at display window corner. (B)(4).

Event description:
The customer reported via phone call indicating a button error on the insulin pump. The customer's blood glucose was unknown. The customer stated that she was sitting in a chair and the pump alarmed button error. The customer stated that she changed out the battery and received a button error alarm after 30 minutes. The customer stated that the pump kept beeping. Customer was advised to discontinue use of the device and to revert to a backup plan. The customer will be sent a replacement pump.